Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16919. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6014355, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 21-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6014355". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6014355 was manufactured according to the work instruction (wi) version 31and manufactured in the line 1 on 23-jul-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 5g01339 was manufactured according to the wi version 68 and manufactured in the machine sc07, on 16-jul-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR- (B)(4) -MDR- device 3 of 5

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced reported infection at infusion set insertion site on (B)(6) 2025. The issue occurred with five infusion sets. The patient was prescribed medication for the same by the physician. The infusion set was in use for a day to a day and a half. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.